Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned (discarded), and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the titanium adapter. The patient reconnected the transfer set and completed pd therapy that same evening. Six days later, the patient presented to the pd clinic due to " a small amount of pain" and began treatment with cefazolin and ceftazidime (for 25 days, route and frequency not reported). The patient was not hospitalized. The cause of the disconnection was not reported. The transfer set was changed. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.